Event description:
It was reported that the lead integrity alert (lia) was triggered due to high impedance and high short interval counts (sic) and a lead fracture was suspected. The pocket was opened and it was determined that the lead was not fully inserted into the header resulting in oversensing and impedance spike. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d334drg defibrillator (B)(6) 2013; 5076-52 crdm non-defib lead (B)(6) 2006. (B)(4).